Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for one patient sample. The initial result was >10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was < 10 miu/ml with a data flag. This result was released to the patient. The patient questioned the result as she claimed to be (B)(6) pregnant. The laboratory repeated the sample and the results were nearly the same. The first result was >10000 miu/ml and repeat with a 1:50 dilution was < 5.00 miu/ml. The customer performed an hcg-beta rapid test and the result was positive. The patient was retested on (B)(6) 2017 and the results were 19403 miu/ml, 19705 miu/ml, and 19139 miu/ml. All of these results were accompanied by a data flag. There was no allegation of an adverse event. The reagent lot number was 21015101. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be determined. As the reagent in use at the time of the event had initially failed calibration and showed a high variation, an issue with the specific reagent pack was suspected. The customer loaded a new reagent pack and recalibrated the assay. This appeared to resolve the issue. (B)(4).